Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The issue was most likely caused by the system pcba however, the part is not available so the root cause could not conclusively be determined and the device could not be repaired.

Event description:
Physio-control received a report that the device turned off by itself and would not turn back on. There was no report of patient involvement associated to this event.